Manufacturer narrative:
(B)(4). Additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of "over-infusion" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that one (1) regional analgesia infusor w/ patient control module had over-infused during patient use. According to the report, the device was filled with 100ml of 4% ifosfamide in sodium chloride and 52ml of uomitexan and was expected to deliver in 22 hours but instead delivered in 12 hours. The flow difference was not within tolerance. The patient's access site was a central implantable port. The infusor was set to 7 ml/h and the 5ml bolus was not used. There were no adverse reactions reported. The patient received 400mg of uromitexan i.v. To prevent a possible adverse reaction due to the overinfusion. The treating physician confirmed that the incident had no medical consequences for the patient. No additional information is available.